Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed as the 4-way red stopcock luer body found to have a crack might leading to the possibility of a leak. The crack likely occurred during product application when the female fitting was coupled with another component. This was likely due to overtightening when the stopcock was connected to another component during product setup/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device blood leaked from the crack on the three-way stopcock on the day following placement. No reported patient injury.